Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the ipg appears to be in good condition. The device communicated with a programmer. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2008. It was reported that the device had eroded through the patient's skin and was explanted as a result. No signs of infection were observed. Follow-up on the patient found that she has received a replacement ipg and is recovering well. No further issues were reported.